Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received his scs system, including an ipg on (B)(6) 2005. The patient reported the ipg recharge burden has increased significantly since implant. According to the patient, his ipg requires 4 hours of daily recharging. The patient was referred to his physician. According to the manufacturer's device registration system, the ipg remains implanted. No further patient complications were reported.